Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. Physio replaced the user interface to stack flex assembly to resolve this issue. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed user interface to stack flex assembly and determined that the cause of the reported issue was due to multiple electrically open traces. When the cable assembly was manipulated, the reported issue was observed.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon evaluation of the customer¿s device, physio-control observed that the device rebooted itself. In this state defibrillation therapy may not be available to a patient if needed. There was no patient use associated with this event.